Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt underwent a total revision. The initial diagnosis for the revision was loosening of the tibial component.